Event description:
End user reports he "performs intermittent urinary self-catheterization 4x day for the past 3 months. 10 out of 10 catheter samples from his doctors office. States the fin does not align with the coude tip - the fin is off-centered - it should be at 12 o'clock but is actually at 8 or 9 o'clock. He states he took this into consideration when he trialed 4 out of the 10 catheters and so he had no issues with the catheterization process." No harm was reported.

Manufacturer narrative:
Common device name: catheter, urethral. Procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).